Event description:
The customer contacted physio-control to report that their device would not deliver defibrillation therapy during a patient event. In a review of the downloaded electronic patient records physio-control observed that the device had lost connection through its defibrillation electrodes and prompted "connect electrodes" repeatedly, which resulted in the reported inability of the device to deliver defibrillation therapy. There was patient involvement in the reported event. Patient did not survive.

Manufacturer narrative:
In a review of the downloaded electronic patient records physio-control observed that the device had lost connection through its defibrillation electrodes and prompted "connect electrodes" repeatedly, which resulted in the reported inability of the device to deliver defibrillation therapy. Physio-control was unable to determine if the device contributed to the patient outcome, as there were no ECG tracing in the obtained electronic patient records. Therefore it could not be determined if the patient was in a shockable rhythm, at the time of the event. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Physio-control service representative performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not deliver defibrillation therapy during a patient event. In a review of the downloaded electronic patient records physio-control observed that the device had lost connection through its defibrillation electrodes and prompted "connect electrodes" repeatedly, which resulted in the reported inability of the device to deliver defibrillation therapy. There was patient involvement in the reported event. Patient did not survive.

Event description:
The customer contacted physio-control to report that their device would not deliver defibrillation therapy during a patient event. In a review of the downloaded electronic patient records physio-control observed that the device had lost connection through its defibrillation electrodes and prompted "connect electrodes" repeatedly, which resulted in the reported inability of the device to deliver defibrillation therapy. There was patient involvement in the reported event. Patient did not survive.

Manufacturer narrative:
Section b2 death date of initial MDR report#: 0003015876-2020-00641 indicates: blank field section b2 death date of initial MDR report#: 0003015876-2020-00641 should indicate: on (B)(6)2020.